Manufacturer narrative:
H6: investigation results: the revision reported was likely the result of prosthesis wear, osteolysis, and insufficient bonds between the implants and the bones, resulting in aseptic (non-infected) loosening . Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and loosening could not be determined as the devices were not returned for evaluation, images and radiographs were not provided, and serial/lot information was not provided. Initial submission: all fields in section f should be blank, this is a manufacturer's report.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b1, b2, g2, h6 clinical codes, component code, types of investigation and investigation findings. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation.

Event description:
As reported, this female patient had an initial right tka on 6/1/2017. In or around april 2022, the patient was diagnosed with aseptic loosening of her right knee replacement. As a result, the patient was revised on (B)(6) 2022. Upon information and belief, the loose components and osteolysis were due to premature polyethylene wear of the tibial insert.